Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ ml at 125 mcg/day via an implantable pump for intractable spasticity. It was reported that the catheter was found to be broken during surgery. The catheter remained in patient and was unused. The doctor then placed new 8598a catheter and connected to pump segment of catheter. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial #: (B)(6), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 12-jul-2020, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.